Event description:
The rptr stated that after using the fast flush device the flush apparently failed by sticking open. As a result, the pt rec'd less than 250cc of normal saline and heparin. No pt injury was reported.